Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving lioresal [2000mcg/ml] at a rate of 100mcg/day via intrathecal drug delivery pump. The indications for use of the pump were a spinal cord injury and intractable spasticity. The patient's medical history also included a colostomy. It was reported that the pump pocket incision was infected. The pump and catheter were removed secondary to the infection. No diagnostic or troubleshooting was performed. At the time of report, there was no patient injury and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.